Manufacturer narrative:
(B)(4). This complaint for the system error 2240 could not be confirmed due to lack of a sample. A root cause could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). The device has not been received by baxter and the evaluation will not been completed as the device was not available. If any additional information is obtained a follow-up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240; this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm and having the hp close all the clamps then cycle power to clear both the system error 2240 and system error 2367 alarms. The tsr advised the hp to discard the supplies and finish with manual therapy. The patient was involved but there was no patient injury or medical intervention reported. The hp stated that the issue was resolved and the cause of the alarm could not be determined. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per the hp there was no injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No patient injury or medical intervention was reported.